Event description:
The lens stuck in this delivery device during insertion into the eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00213 for intraocular lens used with the delivery device.